Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced difficulty eating due to emotional hardship and a history of gastric sleeve surgery, and consequently preemptively treated for potential hypoglycemia with a reported blood glucose of 65 mg/dl while planning for upcoming physical exertion. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for corrective oral glucose intake without emergency care or hospitalization. Investigation included troubleshooting and education with referral for additional training and transfer to a partner organization. Investigation of this case revealed patient-driven overtreatment of low glucose with oral carbohydrates, without evidence of device malfunction or alarm. It was concluded, based on previously established findings for similar reports, that the cause was user management challenges related to meal intolerance and anticipatory hypoglycemia treatment rather than a device problem.